Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient felt unwell and weak the day the sensor was put on the arm. His egv was at 400 all day (no bgfs taken at home). He went to the doctor's clinic due to pneumonia and high blood sugar. He cannot remember if the doctor pricked his finger at the clinic but the doctor advised him to go straight to the emergency room (ER) due his condition. When he arrived at the ER, his bg reading was 800 while the egv was 400. He was given insulin drip and other medications for pneumonia (he cannot recall the other medications). The patient was sent home on (B)(6) 2026 in the afternoon after more than 24 hours. The patient feels fine at the time of the interaction. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.